Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was only feeling stimulation in certain positions and was also feeling slight tingling in the legs. The patient underwent an explant procedure and was doing well post-operatively. The explanted ipg and leads were discarded by the medical facility.